Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. The battery used at the time of event was not available for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to charge and then delayed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any patient involvement in the reported malfunction.